Event description:
Biotronik representative called to report a lead with an impedance greater then 3000 ohms. Device trends show a sudden increase in impedance occurring on (B)(6) 2013. Capture threshold has risen to 6.1v at 1.5 ms. Additionally, episodes of noise causing inappropriate mode switch were recorded. At this time the lead is programmed off and remains implanted

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.